Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the device was unable to cross due to calcification and a burst was noted. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 7mm tear starting from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the device was unable to cross due to calcification and a burst was noted. The procedure was completed with a different device. No patient complications were reported and patient status was stable.